Manufacturer narrative:
Corrected data: in review, it was noticed that an incorrect catalog # (dcb0000205-12) was inadvertently entered in the section "d4" of the initial MDR report instead of "dcb0000205". This supplemental MDR report is submitted to correct this field below was updated accordingly: section d4: additional device information: catalog number: dcb0000205. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that in section "g2" of the initial MDR report, the box for "health professional" was inadvertently not selected; therefore, the information has been captured in this supplemental MDR report and the following field was updated accordingly: section g2: report source: health professional. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) showed the cartridge and plunger misaligned and/or a nick in the cartridge tip. The reporter confirmed that the scrub tech had hydrated the lenses correctly with balance salt solution (bss) right before handing it off to the doctor. Unknown if there was patient contact. Lenses were discarded. No other information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.